Event description:
Customer reported experiencing a past low blood glucose event, with the lowest level recorded at 47 mg/dl. The customer managed the situation by consuming carbohydrates or juice and did not require urgent third-party assistance. Tandem technical support recommended consulting with a healthcare professional to understand potential causes for the low blood glucose levels, and the customer agreed to this advice.